Event description:
It was reported there was a problem when deflating the balloon of the catheter. It was further reported the child urinates spontaneously and the catheter came out with the un-deflated balloon.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Medical intervention was not required per the complainant. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(6)2014.